Manufacturer narrative:
A device history record will be reviewed. Sample evaluation showed that the distal end of the cuff has migrated above the skive, however, evidence of solvent was noted. Investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "cuff was not sealed properly to shaft of e.t. Tube. Pt was intubated on (B)(6) at 8 pm in the micu. (B)(6), while it had been in for 6 days, at 5am the low volume alarm started to go off and the rt on call noticed that the cuff was deflating inside the pt's trachea so they had to extubate the pt. And reintubate with new tube and upon removal of the old tube they noticed that the glue had come apart and that's why cuff lost volume. The cuff is checked once per shift. It was not punctured, it seems to be the sealant was the problem." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).